Event description:
It was reported that the patient passed away on (B)(6) 2021 due to progressive heart failure. It is not known if the pump was working as intended. The pump parameters were within normal limits.

Event description:
It was reported that it was not believed that a device issue caused or contributed to right heart failure. The patient was treated for right heart failure prior to death. Specifically, the patient was admitted for intravenous (IV) diuresis and IV inotropy.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of (B)(6) found depositions consistent with low flow thrombus at the end of support. Examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was slightly discolored red and opaque with a rough texture. Upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), depositions of denatured and tissue-like coagulated blood were observed throughout the sealed inflow conduit and outflow graft. A specific cause for this finding, as well as a specific cause for the reported event could not be conclusively determined through this evaluation. A direct correlation between (B)(6) and the reported event and patient outcome could not be conclusively established through this evaluation. The pump was returned assembled with the driveline intact. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Approximately 0.5¿ of the sealed outflow graft bend relief (ogbr) was returned over the outflow graft with the sealed ogbr collar sutured in place. Tissue-like depositions of coagulated, denatured blood were found through the inlet extension, inflow conduit knitted graft, outlet elbow, and outflow graft. Grainy, denatured blood depositions filled the blood flow pathway through the distal portion of the inlet extension, the inflow conduit knitted graft, and the returned section of outflow graft. More tissue-like portions of the depositions were found at the proximal end of the inlet extension and the distal end of the returned section of outflow graft. A thin deposition of tissue-like, coagulated blood was found from the outflow graft into the outlet elbow. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or developed depositions or thrombus formations. Although the observed depositions appeared consistent with poor surface washing due to an interruption in flow, when this interruption occurred could not conclusively be determined through this evaluation. However, the lack of similar depositions within the pump body suggests that the depositions within the sealed inflow conduit and outflow graft may not have been present during support. Additionally, specific cause for this period of low flow could not conclusively be determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, right heart failure, and death as adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under "right heart failure") also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event,